Manufacturer narrative:
Product investigation: an event of thrombus, shock and pannus noted on the hinge mechanism was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 19mm and a 25mm mitral masters series mechanical heart valve was implanted in the aorta and mitral valves respectively. On (B)(6) 2017, the patient was diagnosed with a thrombus on the 25mm mitral masters series valve. The patient was then prescribed thrombolytic medication which led to shock and hospitalization. During hospitalization the 25mm mitral masters series valve was explanted and a thrombus along with pannus was noted on the hinge mechanism. Because there were no 23mm mitral masters series valves present, a 23mm regent aortic heart valve was implanted upside down replacing the 25mm mitral masters valve. The 19mm mitral masters series valve in the aortic position remains implanted. The patient is now in intensive care in critical condition.

Event description:
On (B)(6) 2012, a 19mm and a 25mm mitral masters series mechanical heart valves were implanted in the aorta and mitral valves respectively. On (B)(6) 2017, the patient was diagnosed with a thrombus on the 25mm mitral masters valve. The patient was then prescribed thrombolytic medication which led to shock and hospitalization. During hospitalization the 25mm mitral masters valve was explanted and a thrombus along with pannus was noted on the hinge mechanism. Because there were no 23mm mitral masters valves present a 23mm regent aortic heart valve was implanted upside down replacing the 25mm mitral masters valve. The 19mm mitral masters valve in the aorta position is in place. Per sales rep the patient expired days after the procedure due to commodities and complicated and long redo-operation.